Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Noise was noted in stored episodes but was unable to be reproduced in clinic. The pacing threshold measurements have been chronically high. A chest x-ray was performed and no anomalies were noted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.